Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that when the patient used her patient programmer (pp) on (B)(6) 2019 she noticed the info power on reset (por) message. The patient notified a manufacturer representative (rep) and the rep attempted trickle charge, but the implantable neurostimulator (ins) would not trickle charge. It was noted that it would go about 65 seconds and would show the por message again. The ins was about 50% charged so it was unclear why the rep performed a trickle charge as the patient was not having any charging problems. There was no recent medical test or emi environmental exposure. The steps to clear the por/ reset the pp were reviewed and in result, the por was successfully cleared. The therapy was turned back on and was adequate. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the issue was not determined. No further co mplications were reported.